Manufacturer narrative:
The lot number is unknown therefore the date of manufacture cannot be determined. The tube was not available for investigation. No conclusions can be made without the complaint device. If the tube becomes available and is returned for failure investigation and significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. The report is being filed due to medical intervention (emergency procedure to remove the tube). It is noted that the device was knowingly used (4-6 months) beyond the time manufacturer recommends (29 days).

Event description:
The caller stated that the patient (her daughter) was using a 4.5 ped tracheostomy tube. The tube separated from the flange and became lodged in her right bronchus. This required an emergency procedure to remove the tube, and the patient was recannulated with another 4.5 ped tracheostomy tube, the date of which was not provided. The caller stated that the trach was in use for 4-6 months, and is regularly changed out every 4-6 months. Additionally during the conversation with the caller, the covidien technical specialist discussed 29 days of usage outlined in the dfu for this device, and the caller stated that she has been doing this (manner of use) for 23 years.